Event description:
It was reported that the atrial and ventricular leads triggered lead warnings for low impedance and had switched from bipolar to unipolar some time ago. It was also noted that unipolar impedance was higher than bipolar. Insulation issues were suspected. Thresholds and sensing remained stable in unipolar. The leads had been monitored until they were capped and replaced during a device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.